Event description:
It was reported that the event occurred while in the cath lab. The balloon was pretested with no issues found and was intact. During insertion of the balloon, the balloon burst when being inflated. The m.d. Stated using the correct inflation volume for the product. As a result, the catheter was removed and replaced with another one successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.